Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device had no telemetry upon return. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis indicated an anomaly with the connection between the rf crystal and device battery. Telemetry was successful with an external power source. The root cause of this telemetry failure could not be determined.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This product is returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient received and shock and came in for a routine check at the emergency room. While in the emergency room the device could not be communicated with multiple programmers even after troubleshooting was performed. As the device could not be interrogated and did not exhibit tones, it was explanted and replaced with a new device. No additional adverse patient effects were reported.